Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered dyspareunia, urinary tract infections, pain, discomfort, foul odor, and incontinence. No further information has been provided.